Event description:
The customer alleged they received questionable results for several patients on their p-module. The customer provided data for one patient with a discrepant creatinine plus (crep) result that was reported outside the laboratory. The units of measure were not provided. The patient's initial crep result was 23.0. After a call from a doctor, all samples were repeated. The repeat crep result was 87.8. There were no reports of any adverse events. The crep reagent lot number was 670907 and the expiration date was not provided. The field service representative inspected the analyzer. He found the tubing of the vacuum detergent rinse needle was broken. He replaced the tubing. The analyzer was working to specification.

Manufacturer narrative:
This event occured in the (B)(6).